Event description:
Removal of vaginal mesh.the mesh was folded over several times. The dissection was carried 5-6 cms laterally to the left until we could no longer follow it through the vaginal incision. There was a posterior vaginal wall defect after removal of the mesh and this required a rectocele repair.had a laparoscopic hysterectomy and bilateral salpingo-oophorectomy and pelvic lymph node dissections in april 2007 for stage 1 endometrial cancer. Additionally, at that time, she had a apr with perigee and apogee mesh augmentation and monarc suburethral sling. In june 2007, she had a revision of the repair due to mesh erosion. The patient reports considerable pain in the groin region in the left upper inner leg since that time.